Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: two product complains were opened to address patient (B)(6) with (B)(4) and patient (B)(6) with (B)(4) please address the questions below for each patient event: 1. Please provide product code of the product involved. The product code for both patients is y943g. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported an animal underwent a spaying & neutering procedure on (B)(6) 2023 and suture was used. Post-op, it was reported by account contact: ¿during a canine spray procedure the suture in the body wall did not hold completely patient developed a hernia requiring a second surgery to repair.¿ it is unknown if the device is available for return. Additional information was requested.